Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during service/ maintenance, the rigid video scope exhibited broken cable. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure "broken cable" was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dark image, severely broken light guide bundle and the broken universal cord. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure of universal cord and light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.